Event description:
It was reported the pt's lead incision site had come apart approximately 1 inch at the midline. The pt was also running a fever. The physician sent the pt to the ER where the incision site was cleansed, a PICC line was placed and antibiotics administered. No culture was performed.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.